Manufacturer narrative:
Additional information: d10, h3, and h6. The reported event was dislodgement resulting in intermittent capture. As received, a complete lead was returned with its helix retracted. Visual inspection found the helix to be clogged with dried body fluids. X-ray inspection found over torqued inner coil at the proximal region of the lead. After cleaning and cutting the lead, the helix was able to extend and retract by applying torque to the inner coil. The full helix extension was within specification. The reported event of intermittent capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The damages found are consistent with procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow up, intermittent capture was noted on the right ventricular (rv) lead. X-ray imaging was conducted which confirmed rv lead dislodgement. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.